Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a defective instrument board. The device was powered on and it remained powered on when docking and undocking the radical-7 from the docking station while the device was powered on. However, the radical-7 display shut down within a few seconds (screen blank) and 10 beeps were heard. A service history record review reveals that this unit was in the field for eleven (11) months with no other reported issues.

Event description:
It was reported that the radical-7 auto shutdown after 3 minutes without providing any error messages or alarms prior to shutting down. No patient impact or consequences were reported.